Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented in-clinic for follow up. Physician noted patient had an episode of true vt inappropriately diagnosed as an svt. The patient did not receive therapy. Programming changes were recommended to allow for appropriate therapy. The programming adjustment was made and the patient will be monitored with routine follow up.